Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, several weeks later patient complained about near vision was terrible and couldn¿t read anything without reading glasses. Another surgeon recommended a follow up post-op visit with the surgeon who performed the surgery. During patient follow up meeting with the surgeon, this was first time anything was said about needing reading classes to function on a daily basis. After the surgery, patient had ¿reading glasses¿ spread throughout the house, the farm and both vehicles. There are two medical device reports associated with this patient. This is 2 of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).